Event description:
It was reported, via a journal article, that five patients in the population studied had passed away. It was also reported that one boston scientific lead was included in the studied population. The source article concerned the development of a risk stratification algorithm intended to decrease the risk of major adverse cardiac events (maces) during lead extractions (les). The maces studied were defined as: death, emergent open heart surgery, pericardial effusion requiring pericardiocentesis, hemothorax requiring chest tube placement, and stroke. The model and manufacturer of the leads involved were not correlated to the individual events. Without this information, potential lead involvement in a patient death or serious injury cannot be ruled out.